Event description:
It was reported that the patient presented for a device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited episodes of noise. The lead was explanted and replaced. The patient was in stable condition.